Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.